Event description:
The customer stated an axsym analyzer generated a false positive ausab result for one patient sample. The axsym generated an ausab result of 200 mui/ml while core testing was negative. The false positive ausab result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, axsym ausab, list 7a39, that has a similar product distributed in the u.s., axsym ausab, list 3c74. (B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The likely cause lot number is currently unknown, therefore, the shipping history was requested. During the timeframe middle of (B)(4) 2012 to (B)(4) 2013 only two lot numbers, 19187lf01 and 22407lf00, were shipped to (B)(4). Therefore, these two lot numbers were used for evaluation of the complaint. Lot 19187lf01, manufacture date: 07/16/2012, expiration date 06/08/2013; lot 22407lf00, manufacture date: 10/30/2012, expiration date 08/31/2013. Further investigation of the customer issue included a review of the complaint text, testing of retained reagent kits, a search for similar complaints, and a review of labeling. Retained kits of axsym ausab reagent lot 22407lf00 and 19187lf00 (contains identical bulk components as lot 19187lf01) were calibrated and met instrument specifications. All control values met control specifications and were in the typical range. No false reactive results were obtained. Tracking and trending identified no atypical complaint activity for the lots identified and no adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the evaluation, no product deficiency was identified.